Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed the homechoice rite (return instrument test/evaluation) electrical test; however the device failed the homechoice rite functional test. It was determined the failure was not related to the reported issue. An internal and external inspection was performed. The device passed a simulated patient therapy, temperature verification and accuracy confirmation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away. The cause of death was not reported. It was not reported if peritoneal dialysis (pd) therapy was ongoing at the time of death or if the pt was performing therapy on the hc device at the time of death. It was not reported if an autopsy was performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.